Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a faulty speaker. The device includes redundant design features to support use of the device during a critical care event if the speaker does not provide voice prompts. These features include text instructions displayed on the defibrillator¿s main screen, an insert-pads-connector flashing light, flashing shock button and a charge tone. The device was not available for investigation. Based on the information available and the testing conducted, the cause of the reported problem was a speaker failure. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided a quote for repair or replacement. Since the order form has not yet been submitted by the customer, repairs or replacement have not been carried out. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported that the device speakers are not functioning properly.